Manufacturer narrative:
(B)(4). Results of investigation: service technician was able to duplicate both reported issues. The service technician powered on the unit with a good known test patient circuit, and the ventilator delivered a high pitched noise and immediately received a "disc/sense" alarm. The alarm was both visual as well as audible. Bench testing revealed a seized turbine. The service technician removed the outer impeller housing of turbine and manually tried spinning turbine with allen wrench, the turbine would not spin. Further disassembly of turbine's lower housing revealed traces of aluminum nodules. The service technician replaced the turbine manifold.

Event description:
The customer reported that the ventilator is non-functional. The unit has no gas flow from the patient circuit outlet and is alarming "disc/sense." The customer also reported that there was no patient harm but is unknown if there was a patient at all associated with this complaint.